Event description:
It was reported that during biomedical inspection of this new pump, pump was powered on for the first time and pump alarmed for "system malfunction". There was no patient involvement with this reported event.